Event description:
Plaintiff reports initial bilateral implantation 6/08/82 with explant 9/20/90. Plaintiff alleges various illnesses including, but not limited to atypical autoimmune disease, chronic fatigue, arthralgias, and sicca symptoms.